Event description:
The patient had contracted a viral infection during his device trial, so the trial was stopped. The patient's infection lead to a bone infection and another infection. The patient did have the pump implanted but had since developed a wound on his foot that would not heal without hyperbaric treatment. The patient was looking at options for his care. The medication being delivered via the device system was not reported. Additional information has been requested, a follow- up report will be sent if additional information becomes available.